Event description:
The patient reported to have had the water vapor therapy procedure and described that the delivery device was inserted in his penis and it was very painful. The patient also experienced a lot of blood and pain especially when having to urinate for the first time. No further information was provided.

Manufacturer narrative:
Date of event: date of event was not provided by the customer.

Event description:
The patient reported to have had the water vapor therapy procedure and described that the delivery device was inserted in his penis and it was very painful. The patient also experienced a lot of blood and pain especially when having to urinate for the first time. No further information was provided.

Manufacturer narrative:
Date of event (b3): date of event was not provided by the customer. Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with water vapor therapy procedures and are noted as such in the device instructions for use. Device history record (DHR): a DHR and ship history review cannot be performed as the batch number of the device was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the delivery device instructions for use (IFU) was reviewed. The patient symptoms of pain and hematuria were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherit risk of device was assigned to this investigation.